Manufacturer narrative:
This MDR was created in error.

Event description:
This MDR was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was 250 mg/dl at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct date is 29-apr-2019.